Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the cables at the wrist of the instrument broke. Hospital staff replaced the instrument with a backup one of the same kind and the surgery proceeded without any further issue. The procedure was completed with no reported injury.